Manufacturer narrative:
Based on the information provided, the cause of the intra-operative complication cannot be determined. Intuitive surgical inc. (Isi) requested for return of the blue reload used during this event, but the product has not been received. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: no relevant errors were observed during this procedure. An isi failure analysis engineer reviewed the stapler logs for this procedure: the logs show that 8mm curved-tip sureform 30 stapler instrument (part #488530-10, lot #u90220315-0021) was installed 8 times and fired 8 reloads (3 blue - 4 white - 1 blue, in that order). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps by this instrument. This event is being reported due to the following conclusion: during a da vinci-assisted pulmonary tri-segmentectomy procedure, a staple line bleed was observed after an 8mm curved-tip sureform 30 stapler instrument was used to fire a blue reload on parenchyma. The surgeon used bipolar energy to stop the bleeding. The cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary left upper tri-segmentectomy procedure, an 8mm curved-tip sureform 30 stapler instrument was used to fire a blue reload on parenchyma. The staple line reportedly oozed blood and as a result, the surgeon applied energy via a long bipolar grasper instrument to cauterize and stop the bleeding. The surgeon performed an air leak at the end of the case and no leaks were observed. The procedure was completed robotically. The surgeon said the patient was discharged from the hospital.